Event description:
The omnilink was advanced to the lesion through the sheath to the iliac (off label use); however, it was pushed too far distal and it was pulled back. When it was pulled back, the stent dislodged. The omnilink's stent delivery system (sds) was removed, leaving the guide wire in place. Several coronary balloon catheters were used to try and deploy the stent, with no success. A peripheral dilatation catheter was then used and the stent was deployed in an unintended site distal to the lesion. Another stent was then deployed at the intended lesion site. The other stent's sds, the guide wire, and the sheath were then removed as a system and the products were discarded. The pt returned for a fem pop and the tip of the guide wire was seen in the artery. The guide wire tip was removed by a vascular surgeon. The pt is reportedly doing fine.